Event description:
Gown had strikethrough in the hip area of the gown during a c-section procedure. Health professional was exposed. No patient injury. The gown in question is the kimberly-clark microcool xlarge surgical gown.